Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as touch contamination. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report from a nurse in the USA of touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date in (B)(6) 2012, during hospitalization, the pd therapy was stopped. During a call with baxter customer service, the following information was reported by a nurse. On an unreported date, the patient had a touch contamination. On an unreported date, the patient experienced peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for the peritonitis. During follow up with the nurse by baxter global pharmacovigilance, the following additional information was received. The nurse confirmed the patient's experience of peritonitis. The nurse confirmed the treatment was "unknown" stating she does not have access to hospital records. At the time of this report, the nurse reported the patient was "still in hospital" and recovering from the peritonitis. Per the nurse, the cause of the peritonitis was "touch contamination" (details not provided). The nurse stated, the patient will "not be retrained because the plan is to change him to hd" (hemodialysis). Concomitant therapy and medical history were not reported. The nurse stated, on an unspecified date in (B)(6) 2012, sometime after the hospital admission, pd therapy was stopped. The nurse confirmed the peritonitis event was caused by the touch contamination and not related to a baxter device or solution. No further information was provided.